Event description:
The caller stated that they took the customer to the emergency room because the customer could not sleep, was really thirsty and weak, and was nauseous. The blood glucose at the time of the emergency room visit was over 600 mg/dl. The caller stated that the customer was hospitalized and was still in the hospital at the time of the phone call. He also mentioned that he is not too sure but believes that the customer removed the insulin pump the night before she had the incident. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.